Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's power button on the main keypad assembly had a poor response when pressed (in order to power the device off). Issues with the power button could also delay or prevent the device from powering on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
It was later clarified that although it was reported that the device's power button on the main keypad assembly had a poor response when pressed, that there was no evidence that it prevented (or significantly delayed) the device from powering on or off. Physio-control further evaluated the removed main keypad assembly and confirmed that the left side of the power button had a poor response when pressed and required additional force in order to activate. The right side of the button had no discrepancies and both sides were observed to be functional.

Event description:
The customer contacted physio-control to report that their device's power button on the main keypad assembly had a poor response when pressed (in order to power the device off). Issues with the power button could also delay or prevent the device from powering on. There were no reports of patient use associated with the reported event.